Event description:
It was reported via user report that no readings/ sensor error/ brief sensor issue occurred. According to the reporter, on (B)(6) 2026, the patient went out for gravel riding and after 5 minutes, had lost connection between the sensor and all 3 of their cgm display devices. The patient continued their ride, and after 1 and a half hours, the cgm readings still had not returned. The patient began experiencing no more strength, chills, dizziness, and blurred vision. Even though it was not understood from the symptom description that the patient lost consciousness, it was later stated that the patient had experienced loss of consciousness. The patient was able to raise their blood glucose reading, even though no specific treatment was reported. When the patient got home, they took a fingerstick and the blood glucose reading was 40 mg/dl and felt like he might faint. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6: health effect - clinical code - 2191 - chills.